Event description:
It was reported that there was a malfunction on the customer's pump, identified by the malfunction code malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Technical support was to complete the form on behalf of the customer for field correction, as the customer had not acknowledged receipt of the field correction email notice. Technical support decided to replace the pump with one that includes updated software and provided comprehensive instructions for the customer, including putting the pump into storage mode prior to return. The customer acknowledged understanding and would reach out to their healthcare provider for backup therapy. A replacement pump was sent to the customer with training available in their tandem source account.